Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not release when recovering. A field service engineer (fse) identifying three faulty cubie pockets on the drawer. Due to the drawer not functioning properly and multiple dead slots on the mother of all boards (moab), a replacement drawer was ordered for the site. The station was rebooted multiple times during testing. After further diagnostics confirmed persistent issues, the drawer was replaced and reconfigured on the system as a legacy drawer, resolving functionality problems with auxiliary drawers 2.1 and 2.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie was not released in south station mepx01. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.